Event description:
It was reported that pump malfunction occurred with malfunction code 9 with no notable events occurring beforehand and the malfunction being resettable. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted caller with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed caller to contact support again if malfunction returned, which caller acknowledged and understood.